Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released if the mode switch button was pressed during activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released if the mode switch button was pressed during activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated during evaluation by a manufacturer repair technician. The device was repaired and returned.

Manufacturer narrative:
Failure analysis in progress. Follow up will be submitted once quality investigation is complete.